Event description:
Rn about to pull femoral sheath post heart cath, and was checking femostop function. Eee appeared in the digital read area. Rn was able to get a new femostop and then pulled sheath.====================== health professional's impression======================we have had an issue with this product, reporting 7 since may of this year, 5 of which involve error messages. We are re-educating staff to see if user or device error is the issue.